Event description:
(B)(4). Actual (B)(6) 2012. Severe cramping, irregular bleeding, night sweats, hot flashes, swelling of pelvic area and legs, clotting, hair thinning, increased anxiety. Allergic to nickel and not told there is nickel in these.